Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was damage resulting in difficulties charging the pump. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. It was reported that the customer required assistance to treat elevated blood glucose (bg) level ranging 430-500. Bg was addressed via a supply change. The customer reverted to an alternate method of insulin therapy.